Manufacturer narrative:
The insulin pump passed functional testing including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During the occlusion test the insulin pump was able to recognize the water filled reservoir and deliver a 2.0 fill cannula with water exiting the infusion set. No prime fill anomaly or seating anomaly noted. However, the insulin pump had minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not recognizing the reservoir and pushing the entire insulin put. Customer stated this has happened multiple times. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.